Event description:
The facility's biomedical engineer reported an infusion pump that did not deliver medication. A follow-up with the risk manager revealed that a total knee patient was set up with a morphine pca, in the recovery room. The prescription rate was 1.0mg/ml, the pca rate was 0.2mg with a 6 minute delay, a basal rate 2.0mg/hr, and one bolus of 2.0mg was given. There was no patient injury. The patient was in a lot of pain (7,8). The clinician supplemented the prescription with an im of demerol and po of darvon. 2 days later at 1:00am the clinicial discontinued use of the pump and oral medication was given. The pharmacy checked the bag and found the volume to be 105ml.